Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of over 500 mg/dl. Customer believes the insulin pump is not working because it did not alert. Customer also mentioned that their blood glucose readings have not been below 300 mg/dl since they received the insulin pump. Customer disconnected the call and no further information was reported.